Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2, h6 and h10. The DHR was reviewed for this device and no abnormalities in documentation or process were noted.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information. The device was returned coiled in the original tyvek pouch. The lot number was confirmed to be 529039f. The balloon was cut approximately 8.5 inches from the distal tip, no kinks in the catheter were observed. The device is being sent to the OEM for further investigation. Additional information received states that there was no patient injury occurred as a result of this event. The balloon broke towards the end of an upper endoscopy procedure. The patient had a schatzki ring that they were dilating. The procedure was completed after the balloon was removed. The scope had to be removed in order to remove the broken balloon but the scope was reinserted after removal. The patient was discharged same day as the procedure. The balloon/dilator was inspected prior to use and nothing abnormal was found. The connector tubing was also inspected and it was free of air. The dilator was not used with a test balloon. The balloon was lubricated but was not tied in a knot and a string was not used to tie the balloon at the end. They were inflating the balloon between 18-20 mm.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported device issue could not be conclusively determined at this time; however, user handling and the operator¿s technique could not be ruled out as a contributory factor to the reported event. The instruction manual warns users, ¿when inflating, do not exceed maximum pressure identified on the balloon inflation guide (also on the package label and pouch label). Over-inflation of the balloon may cause a rupture and could result in patient injury. If the balloon loses pressure during inflation or bursts, carefully remove the balloon and endoscope together. Do not attempt to remove a burst or leaking balloon through the endoscope.¿ the service center will continue to investigate this report and if additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the balloon broke in the middle of dilatation inside the patient. The device fragments were removed from the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.